Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 38 x 2.75mm taxus liberte long drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged inside the patient's body and could not be removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: taxus liberte ous, mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 704mm from end of strain relief and several hypotube kinks. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issue with the shaft polymer extrusion. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 38 x 2.75mm taxus¿ liberté¿ long drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged inside the patient's body and could not be removed. The procedure was completed with another of the same device. No patient complications were reported.